Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, ceramic portion of liner shifted in the polyethylene, ceramic liner was rubbing on the trunion and causing pain. Revision procedure was performed in 2009, removing the liner and modular head components.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned device found the ceramic portion of liner to be chipped in multiple locations at the rim with evidence of metallic transfer also at the rim. Additionally, the polyethylene liner had fractured into two pieces. Evidence suggests impingement was likely the cause of the condition identified.